Manufacturer narrative:
Follow-up # 1 - device evaluation.the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that their onetouch verioiq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue began since they first obtained the meter. The patient stated obtaining a blood glucose result of 151mg/dl with the subject meter compared to a reading of 55mg/dl using an accuchek meter within 30 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages their diabetes using pills, diet and/or exercise, and reportedly did some exercise on (B)(6) 2015 at approximately 11:15am. The patient stated that they developed symptoms of light-headed, sweating and nauseous about a month before the alleged issue began, and reportedly self-treated by consuming glucose tablets / glucose gel on (B)(6) 2015 at approximately 11:15am in response to the reported issue. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter, the patient was using an approved sample site when testing and the test strips were not expired. The csr noted that the patient did not have control solution so was unable to walk through a re-test. The patient¿s products were requested for evaluation and replacement products were sent to the patient. Although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurate¿ subject meter results did not affect treatment options prior to the onset of these symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.